Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. Device identifiers have been requested. MFR reference #: (B)(4). Stent malposition is listed in the device labeling as a known inherent risk of glaucoma stent surgery.

Event description:
The surgeon reports attempting to implant the istent, but after entering the eye the stent could not be found. The inserter was removed from the incision and gonioscopy was performed, using viscoelastic and irrigation/aspiration to clear the view and still no stent was identified. A backup stent was then implanted successfully without incident. Gonioscopy was performed at the one-day postoperative visit and the first istent was found embedded in the iris (malpositioned) and stable. The second istent is in good position. The patient is doing well with minimal inflammation and the patient is being monitored. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
The surgeon provided the following additional information. The patient's preoperative iop was 15 mmhg. During surgery the istent dislodged from the inserter (noticed after insertion into the eye). The surgeon was subsequently unable to locate the istent. It was unclear during the case whether the istent dislodged before or after insertion. At the one-day postoperative visit, the istent was found on the iris. A new istent was implanted successfully and uneventfully. There was no problem with postoperative bleeding and no loss of bcva compared to baseline. Malpositioning of the first stent has had no adverse impact and the patient will continue to be monitored. The patient's most recent iop was 16 mmhg on (B)(6) 2016. The patient is currently doing well and a good prognosis is anticipated.